Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing and undersensing resulting in false pause episodes were noted on the device. No intervention has been performed. The patient was stable and will continued to be monitored.